Manufacturer narrative:
One opened/used reservoir was inspected and debris was noted inside the barrel, an unknown liquid residue. Anomaly was not verified due to the reservoir being returned opened/used.

Event description:
It was reported that the customer had issues with her reservoirs. Customer stated that there was condensation inside the barrel of reservoir before she opened them. Customer's blood glucose level was 143 mg/dl. Customer would like boxes replaced. Customer will call back if issues persist. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.